Manufacturer narrative:
The report of a disengaged sealed outflow graft bend relief was confirmed via images provided by the center. An x-ray showed the sealed outflow graft bend relief disengaged from the outflow graft attachment. Although the outflow graft was not visible, the graft attachment and attachment clip hardware were not concentric and had become angled. The angle of the bend relief could have contributed to the reported flow issues. Photographs taken of the explanted outflow graft showed a nearly 1cm wide tear adjacent to the graft attachment hardware. The tear appeared consistent with rubbing against the attachment clip of the disengaged sealed outflow graft bend relief. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer¿s corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 months. It was reported that the outflow graft was discarded by the hospital and is not available to be returned for evaluation. The pump remains in place supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted due to shortness of breath and heart failure symptoms. The patient¿s plasma free hemoglobin level was 25 g/dl and lactate dehydrogenase was in the 200 u/l range. An echocardiogram showed that the left ventricle was not being unloaded and that the aortic valve was opening with every beat at 9800 rpm. A chest x-ray revealed a disconnected bend relief. The patient was taken to the or and a tear was noted in the outflow graft and the bend relief was disconnected. An outflow graft collar was not in place and had not been used in the initial implant. The outflow graft was replaced and an outflow graft collar was placed as well.